Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6)2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter was reading inaccurately high compared to another meter as well as compared to the patient¿s feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be reached to obtain additional information. The patient stated that the alleged inaccuracy issues first occurred at 6:43am on (B)(6)2014. At this time the patient claimed obtaining a blood glucose reading of ¿182mg/dl¿ with the subject meter and ¿70mg/dl¿ on another device, performed within 30 minutes of each other. The patient also obtained subject meter results of ¿200+, 210 and 182mg/dl¿ which they felt were higher than their feelings and/or normal results. The patient manages their diabetes with ¿novolin¿ insulin and increased their dosage from ¿70 to 80 units¿ at 6:30 on (B)(6) 2014. Later that day at 12:30pm the patient felt ¿shaky and dizzy¿, but denied requiring any form of treatment despite experiencing these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 2/2/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.